Event description:
The customer reported that the device failed to power up. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of negative pt impact. The device was evaluated at the philips repair bench and the failure was confirmed. Replacement of the power pca resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.